Manufacturer narrative:
A medtronic representative visited the site and completed a system checkout. Testing revealed that the system performed as intended and no hardware parts were replaced. The device passed the system checkout and was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when they were testing the imaging device and the navigation device's communication, the medtronic representative (mr) docked the main cart monitor back to the home position and when she did this, the monitor went back temporarily. The monitor showed the mdt splash screen, then displayed image normally again. The camera cart monitor did not change. The mr will checked connections on both sides of the monitor to ensure that there was no damage to the power cable or a loose connection. The was a loose cable, the mr plugged it back in and secured the connection. There was no patient present when this issue was identified.